Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was repaired. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was not powering up (booting up). There is no report of patient injury associated with this event.